Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following component has been requested. Generator interface board pcb. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.

Event description:
It was reported that the 9800 system experienced an x-ray error (no fluoro/no picture) during a case. Reboot was required. There was no report of patient injury.